Manufacturer narrative:
Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
Allegedly, it was reported that the patient underwent a surgical procedure on the foot. It was reported that approximately 2 months post-op during a follow-up visit, the plate placed on the second metatarsal bone was bone to be broken. The patient underwent a revision surgery in which the plate and screws were removed and replaced with different hardware. No additional patient complications were reported.

Manufacturer narrative:
The plate and screws were returned for evaluation. Visual examination confirms that the plate has fractured, but there does not appear to be any gross deficiency noted on the screws.